Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps compromised immune resistance, perhaps drug or alcohol abuse, perhaps smoker, perhaps infection, bleeding. Significant circular bone loss of approx. 7 mm without clear anamnesis.